Event description:
It was reported that tech services reported that they had received a call from a deaf person, who reported that the top broke off of the home fill and cut her hand. She stated she was fine and did not want to report it; then she hung up before any additional information could be captured.